Event description:
During follow-up, myopotentials oversensing was observed on the device. Reprogramming was performed to resolve the event. Abbott technical support was contacted and confirmed the event. The patient experienced no adverse consequences and will continue to be monitored.